Event description:
Patient reports that several pins in the electrode belt connector bent while connecting/disconnecting the electrode belt to the monitor and now they can no longer mate the connectors.